Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported an insulin occlusion alert on their ilet. The user stated that similar alerts had occurred over the previous days and that they had changed the infusion set and connectors. During a follow up with the user on (B)(6) 2025, the user confirmed that they changed the infusion set immediately prior to the alert and were able to clear the occlusion. The user reported no changes to blood glucose levels.